Event description:
The device was implanted on 9/17/97. Difficulty was experienced with infusaport function. The surgeon performed an infuse-a-portogran and found evidence of leakage of contrast from catheter distal to clavicle with extravassation of contrast. The surgeon removed the port. No replacement of port was necessary as the course of the treatment had been completed.